Event description:
It was reported that a partial thickness burn on the patients¿ leg was observed 2 weeks post-operatively. No problems were noted at the time of the initial procedure (knee scope).

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Two photos of the patient¿s right lower leg have been submitted for review and show the wound in question. There are several factors that could contribute to the reported event. It is possible that drapes were not in place between the suction line and skin during the procedure, having insufficient suction pressure, inadequate flow and circulation of saline, the roller clamp affixed to the suction line may not have been set to wide open, or a secondary source of outflow was not used. The instructions for use (IFU) provided with the device contains warnings and precautionary measures related to proper use of the device.